Manufacturer narrative:
D10 concomitant products: unknown endo gia sulu (lot # unknown) unknown egia adapter (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the powered stapler was able to fire but stopped before the end of the reload, and there was an abnormally long firing duration. The surgical time was extended as a result. The device was replaced by using another handle with the same reload from the same lot. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. The handle had 241 of 300 procedures remaining. The handle was noted to be running v29.7 software. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed that in the last clinical procedure, two partial firings occurred. The cause of the first partial firing could be traced to the user pressing the open key. This caused the knife blade to retract before it reached end stop. During the second partial firing, it was noted that the handle displayed an excessive load warning during firing. This occurs when the strain gauge reaches its maximum value and would cause the handle to stop the firing. After the firing stopped, the user pressed the open key to retract the knife blade before it reached end stop. It was reported that the powered stapler was able to fire but stopped before the end of the reload, and there was an abnormally long firing duration. Also, the handle displayed an excessive load warning during firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device were thoroughly reviewed prior to release to ensure that it met all medtronic quality specifications. The instructions included with this device provided the following guidance: if the stapler stopped while firing: release the down/fire button, and any other button or toggle that may have been pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing was desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler was unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.